Event description:
The customer returned the electrosurgical generator esg-400 to the service center for a separate issue. During the device analysis, the investigator indicates that an error e433 generated due to faulty motherboard and faulty generator board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. The device was evaluated. Based on investigation results, the reported issue was confirmed. Reasonably known information suggests probable causes such as electrical problems like electrical/electronic component problem. Olympus will continue to monitor field performance for this device.